Event description:
It was reported to philips that the c-arm geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue got occurred during a planned /non-emergency treatment. The procedure was completed as planned, as the system was used with restrictions in place to complete procedure. The philips remote service engineer (rse) connected with the customer and confirmed that the geometry movements were unavailable. The rse examined the system log files remotely and found motor assembly error which confirmed the reported problem. The rse also noted that in the stop state, the speed deviation slightly exceeded the threshold. The system was rebooted but the issue persisted. Upon functional testing, the fse found that the arm could not be controlled due to a failure in the circuit board managing the arm's propeller movement. To resolve the reported issue the fse replaced the amc triple servo drive hp-lp-lp, performed necessary adjustments. After replacement and necessary adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.